Event description:
The gamma lag screw was packaged incorrectly. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that the validity of such event is not likely.